Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Two-hundred thirty-three (233) events were reported for this quarter. Two-hundred twenty-seven (227) devices were received for evaluation. One-hundred five (105) events were duplicated during testing. The reported event was not duplicated during testing for 119 devices; however, the devices were outside specifications. One-hundred eight (108) devices were found to be affected by internal corrosion. Twenty-two (22) devices were found to be affected by a migrated and worn internal component. Thirteen (13) devices were found to be affected by worn internal components. Eighty (80) devices were found to be affected by damaged internal components. One (1) device was found to be affected by compromised lubrication. The reported event was not confirmed for 3 devices; the devices were found to be within specifications for the reported event. Four (4) devices are available for evaluation but have not yet been received. Two (2) devices were not available to stryker for evaluation. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 233 malfunction events, in which the device overheated. The 110 reported events had no patient involvement; no patient impact. The 116 reported events had patient involvement with no patient impact. The 7 reported events had no known patient involvement or patient impact. (B)(4).

Manufacturer narrative:
(B)(4). Corrected data: 3 devices were expected for evaluation; however, were not received. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 233 malfunction events, in which the device overheated. 110 reported events had no patient involvement; no patient impact. 116 reported events had patient involvement with no patient impact. 7 reported events had no known patient involvement or patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number (B)(4). Correction: one device was expected for return; however, the device was not received for evaluation. There were no remedial actions taken. The devices are not labeled for single-use.

Event description:
This report summarizes 233 malfunction events, in which the device overheated. A 110 reported events had no patient involvement; no patient impact. A 116 reported events had patient involvement with no patient impact. Seven reported events had no known patient involvement or patient impact.